Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled generator changeout. During the procedure, the atrial lead exhibited noise. Programming change was made. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction - device manufacture date should have been reported as 03/28/2008.